Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver shutdown unexpectedly. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver failed to charge and boot due to the receiver not turning on but will turn on with a known good battery. The receiver log passed with a known good battery. The log was downloaded and reviewed finding error related to the complaint. The receiver case was opened, and the internal inspection failed due to a found damaged battery. The allegation was confirmed. The probable cause is damaged battery. No injury or medical intervention was reported.